Event description:
It was reported that the multiple occlusion alarms occurred. Customer changed the infusion set and cartridge to address blockage. Customer's blood glucose (bg) level was 486 mg/dl and ketone level was high. Customer administered a manual bolus and then was admitted to the hospital. Hospital treated customer with manual insulin injections. Elevated bg and ketones resolved with no injury. Customer was discharged on (B)(6) 2025.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.